Event description:
During an interventional procedure, the balloon burst at below rated burst pressure at 14 atmospheres (atm). The product will be returned.

Manufacturer narrative:
Please note that this product is not distributed in the united states, but it is similar to the us distributed cypher sirolimus drug eluting stent. It was also reported to be available for testing and evaluation but has not been received by the MFR as of this writing. Additional info received will be submitted within 30 days upon receipt.